Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Further evaluation confirmed that the pusher assembly was kinked and revealed a fracture. If the pod pc is forcefully advanced against resistance or if the device is otherwise manipulated at extreme angles during use, damage such as kink and subsequent fracture may occur. If the pusher assembly fractures, the pull wire will retract out of the pusher assembly ddt, allowing the embolization coil to detach. The root cause of resistance during the procedure could not be determined. Further evaluation revealed offset coil winds. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coils (pod pcs), non-penumbra coils, two non-penumbra microcatheters and a non-penumbra guiding sheath. It was noted that patient anatomy was mildly tortuous. During the procedure, the physician placed sixteen pod pcs and four non-penumbra coils in the target location. Then, while advancing a pod pc through the microcatheter, the physician experienced resistance and subsequently, the physician noticed via fluoroscopy that the pod pc unintentionally detached inside the middle of the microcatheter. Afterwards, the physician used the pusher assembly of the pod pc to push the detached pod pc and subsequently, the pusher assembly of the pod pc kinked approximately twenty-five centimeters from the proximal end. Therefore, the microcatheter containing the detached pod pc was removed. The procedure was completed using eighteen non-penumbra coils and another non-penumbra microcatheter. There was no report of an adverse effect to this patient.